Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead was found through fluoroscopy, to be dislodged in the coronary sinus. The physician decided not to revise or add a new lead as the dislodgement most likely occurred after the it had been implanted many years ago. The lead remains in the patient. No patient complications have been reported as a result of this event.